Event description:
It was reported that the programmer had an error message at power up. The caller cycled the power and cleared the error. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.